Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon sutures caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. What treatment was provided for the wound dehiscence, recurrence? Is the product code and lot number available for any of the ethicon devices used? Citation: surgical infections 2016;17(5):583-588. Doi: 10.1089/sur.2015.207

Event description:
It was reported in journal article ¿effect of triclosan-coated suture and antibiotic prophylaxis on infection and recurrence after karydakis flap repair for pilonidal disease: a randomized parallel-arm double-blinded clinical trial¿ that a randomized parallel-arm double-blind clinical trial was conducted to investigate the ability of antibiotic prophylaxis, and secondarily or antibiotic-coated sutures, to prevent post-operative infections in the surgical management of pilonidal sinus disease. Their ability to prevent recurrence was also assessed. The study was subsequently reformulated such that the primary outcome was early infection rates in the triclosan-coated sutures and conventional sutures group, and all patients received antibiotic prophylaxis. All patients who were evaluated for pilonidal sinus disease from october 2012-may 2013 were assessed for study eligibility. Analysis of cohort of the 106 patient reveals there were 83 males, mean age was 25.81+/-6.33 years, and mean bmi was 25.31+/-2.81 kg/m2. The patients were randomized at a 1:1 ratio into 2 groups. One group (ap+) received antibiotic prophylaxis. The second group (ap-) was not given any antibiotic prophylaxis. In each group, the patients were then re-randomized 1:1 into 2 subgroups. One received antibiotic-coated suture (n=54; mean age 25.89+/-6.07 years; mean bmi 25.37+/-2.53 kg/m2), whereas the other received conventional suture (n=52; mean age 25.73+/-6.64 years; mean bmi 25.25+/-3.10 kg/m2). Reported events include: infection (conventional suture, n=10; antibiotic-coated suture, n=12); wound dehiscence [conventional suture, n=5 (week 1), n=8 (week 2); antibiotic-coated suture, n=6 (week 1), n=10 (week 2)] and recurrence (antibiotic-coated suture, n=2). Additional information has been requested.